Event description:
A malfunction was reported by the customer, indicated by a malfunction code 16-0x20e6, which occurred without additional specific details about the incident. The customer's blood glucose level was recorded as 10 mmol/l. Customer reverted to using an alternate method of insulin therapy.